Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have contamination on the user interface board led display driver microcontroller (u15) pins resulting in a scrambled led display. The foreign contamination is likely the result of liquid ingress. The front cover standoff was broken off inside the device, which could potentially lead to a front cover gap, allowing for an increased chance of liquid ingress. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported "bad display." No consequences or impact to patient were reported.